Event description:
It was reported that during an unknown procedure, the device produced bent and malformed clips. Another device was used to complete the procedure. There is no further information available. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.